Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure that was aborted, and the patient was transferred to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the "system was unable to perform fluoroscopy". A review of the log file showed "point: resonance frequency too high". Upon troubleshooting, the fse found an issue with the power inverter (point). To resolve the issue, the fse replaced the point and ran all subsequent tests and calibrations from the replacement manual. The defective point was returned to philips for failure analysis, and the analysis confirmed the reported problems: the power inverter certeray was tested in the test generator, and the continuous operation test was interrupted with a resonance frequency error. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.